Event description:
It was reported by dealer that monthly he receives a box of foot plates and elevating leg rests that are broken from a hospital that he sold a high quantity of chairs. The dealer stated the foot plates are cracked and broke.